Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7124720/7128589.

Event description:
It was reported that the patient developed infection at the pocket site due to poor healing. Symptoms were fever, pocket incision had open area draining blood and pus. Midline pain was also reported. The infection was not device nor procedure related. The patient was prescribed with antibiotics. The patient underwent an explant procedure, and the explanted devices will not be returned.